Manufacturer narrative:
Block h6: device code a1401 is being used to capture the reportable event of balloon deflated. Device code a010402 is being used to capture the reportable event of balloon migration.

Event description:
It was reported to boston scientific corporation that an orbera365 intragastric balloon system was implanted in (B)(6) 2025. During the ongoing use of the device, the balloon deflated and was passed by the patient in the patient's stool on (B)(6) 2026. A new balloon was placed on (B)(6) 2026. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block d6a: the exact implant date was not provided by the complaint. Therefore, the implant date is an approximate. Block h6: device code a1401 is being used to capture the reportable event of balloon deflated. Device code a010402 is being used to capture the reportable event of balloon migration. Device evaluation: block h11: the orbera balloon was not returned, and no media was available for analysis. Product analysis could not be performed, for this reason and due to the lack of evidence, the reported events of balloon deflated and balloon migration could not be confirmed. A risk review of the orbera was completed and confirmed that the events of balloon deflated and balloon migration were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. There is no evidence the device was improperly used per the instructions for use (IFU), and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. Additionally, it was confirmed that the following adverse event is anticipated in the IFU: balloon deflated and balloon migration. Based on all gathered information, the events of balloon migration and balloon deflated are known and documented in the labeling and all reasonable steps have been taken (including both short or long term known complications or adverse reactions). All compiled information on this investigation determines that the most probable cause is "known inherent risk of device.".

Event description:
It was reported to boston scientific corporation that an orbera365 intragastric balloon system was implanted in (B)(6) 2025. During the ongoing use of the device, the balloon deflated and was passed by the patient in the patient's stool on (B)(6) 2026. A new balloon was placed on (B)(6) 2026. There was no patient complications reported as a result of this event.